Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Device had unresponsive esc and act buttons due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The alarmed occurred during normal use. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.